Event description:
It was reported that the pyxis medbank es system matrix drawers 3 and 4 were not populating because they were offline, which prevented the users from accessing them. The customer stated that they were unable to access the drawers, and there was patient involvement. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 3 and 4 were not functioning. A field service engineer replaced the controller and contacted medbank support to assist with configuration (matrix drawer) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation.